Manufacturer narrative:
Patient information was unavailable from the site at the time of filing. Onsite functional and visual examination was performed by a manufacturer representative. The charger enclosure and power tray were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The parts have been returned for analysis but analysis was not completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that during the procedure the system was unable to take a spin. Imaging was aborted. There was a reported delay of less than one hour and no reported impact to patient outcome.

Event description:
Additional information was received: the representative confirmed that the site switched to a c-arm to finish the case. Trouble shooting determined that the issue was caused because someone changed the ip address on the system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that unable to confirm reported complaint."the system was unable to take a spin." Continuity test on fuses passed. Installed ias power tray in o-arm system c1416. Motion and generator readied. Charging and communication were successful. 2d and 3d images were acquired. No fault found. The imaging system then passed the system checkout and was found to be fully functional. A medtronic representative went to the site to test the equipment. Testing revealed that unable to confirm reported complaint."the system was unable to take a spin."visual inspection confirm excessive fiber and dust in the assembly and matted on the fans. Cleaned and installed charger enclosure in o-arm system c1416. The system did not ready. Continues beep sound with error code 011 was registered. Communication and motion readied but generator did not ready. System initialization failed. Unable to confirm reported complaint."the system was unable to take a spin."visual inspection confirm excessive fiber and dust in the assembly and matted on the fans. Cleaned and installed charger enclosure in o-arm system c1416. The system did not ready. Continues beeping sound with error code 011 was registered. Communication and motion readied but generator did not ready. System initialization failed. Dash software con firm charger card 15 not charging batteries correctly. Unable to confirm reported complaint."the system was unable to take a spin." Installed charger enclosure in o-arm system c1416. The system did not ready. Continues beeping sound with error code 011 was registered. Communication and motion readied but generator did not. System initialization failed. Unable to confirm reported complaint."the system was unable to take a spin."visual inspection confirm excessive fiber and dust in the assembly and matted on the fans. Cleaned and installed charger enclosure in o-arm system c1416. The system did not ready. Continues beep sound with error code 011 was registered. Communication and motion readied but generator did not ready. System initialization failed. Unable to confirm reported complaint."the system was unable to take a spin." Installed charger enclosure in o-arm system c1416. The system did not ready. Continues beeping sound with error code 011 was registered. Communication and motion readied but generator did not. System initialization failed. The imaging system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.